Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: unknown, product type: programmer, patient, product ID: 37751,serial# :unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted neurostimulator was turned off and the pt was experiencing a return of symptoms. The managing provider walked them through turning the implant back on. Initially the patient reported getting the reposition screen and gave conflicting information about date of last recharge, however a patient representative joined the call and assisted the patient in resolving the reposition screen and clarified that patient has regular charging sessions and confirmed that patient was getting full coupling, the implant is on, and is blinking in the 4th quartile.